Event description:
Reportedly, the subject ICD was explanted due to infection. A replacement system was implanted the next day.

Event description:
Reportedly, the subject ICD was explanted due to infection. A replacement system was implanted the next day.